Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred over six months ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned.